Event description:
The internal data of the generator was reviewed. There was no evidence of premature depletion based on the available data. There were no unexpected voltage drops. No further relevant information has been received to date.

Event description:
It was reported that the patient's device was off since 2019. No further relevant information has been received to date.

Event description:
It was reported that a vns patient's battery had not lasted as long as expected. Review of the manufacturing records for the generator confirmed the device met specification prior to distribution. Additional relevant information has not been received to-date.